Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿main board burnt inside¿. The unit was triaged and the reported issue was confirmed. The unit was then disassembled, capacitor on the printed circuit board was found to be burned. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during testing last (B)(6) 2017, the kangaroo pump's main board was found to be burnt inside. There was no patient involvement.